Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that on (B)(6) 2018, the monitor did not alarm, and a patient died.

Manufacturer narrative:
There was no product malfunction. A philips field service engineer (fse) obtained alarm audit logs from the control center (piic classic) used with the bedside monitor. The log was reviewed for the reported time of the event and bed involved. The information within the alarm audit log showed that alarms had been active prior to 21:00. At 21:03, a error message for the electrodes is seen. At 21:25, alarms for spo2 and desat are activated. While onsite, the fse tested the device in "demo" mode, and the device worked as expected as configured. The customer informed the fse that the patient was volatile and had independently removed the ECG electrodes and spo2 sensor. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.